Event description:
The patient called alleging erratic on the lifescan meter. The patient received a 158 and 110 mg/dl and did not experience any symptoms at the time of testing. The technique of applying the blood on the test strip was correct. The test strips were in good condition and not expired. The test strips failed using the control solution test twice. The control solution was not expired and the meter was coded properly.